Event description:
It was reported that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) received two electric shocks due to atrial fibrillation (af) with a rapid ventricular response (rvr). Furthermore, the patient received inappropriate shock later to this incident. This patients af is medically managed, and adjustments were made to their medication. Then, the physician made a decision to do an av node ablation. No further adverse events have been reported to the patient. Currently, the device remains in service.